Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available (B)(4)used to capture no findings available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient was revised the right total hip with aml stem and duraloc cup. The liner is worn, so the surgeon did a liner and head exchange. The cup and stem are well fixed and retained. There was surgical delay. Doi: unknown, dor: (B)(6) 2022, affected side: right side.